Manufacturer narrative:
Analysis was unable to confirm the customer comment that the device did not sense or pace or show a current of injury. The hard drive was reconfigured and the software reloaded as preventive measures. The device passed its final functional and systems tests and no other anomalies were found.

Event description:
It was reported that during an implant procedure the programmer/analyzer would not sense or pace or show a current of injury. A second programmer was brought in to complete the procedure. The programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event.